Manufacturer narrative:
This product is not marketed in the us. Patient code: (B)(4)- secondary surgical intervention, explant. Word order search: no similar complaint type events were reported for units within the same lot. Device evaluation: lens was returned dry, in a micro-centrifuge vial, clear surgical residue on product. Visual inspection found residue on the lens surface and a torn/ bent haptic. (B)(4).

Event description:
The reporter indicated that a 13.7mm, vicm5_13.7, -7 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was explanted due to glare/haloes and the problem was resolved.